Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via a follow up call, she was having issues with the insulin pump going into threshold suspend when her blood glucose levels weren't low. Customer stated this event has occurred about one or two times in the last three months. Customer stated her insulin pump is set to go into threshold suspend when the sensor reading was 60 mg/dl. The sensor would be lower than 60 mg/dl and her blood glucose was around 120 mg/dl. The customer didn't have the information for the sensor. Current sensor was working properly her sensor and blood glucose readings were both 91 mg/dl. Customer declined troubleshooting assistance. The customer is not returning the sensor for analysis.